Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a (B)(6) on the midline incision site. The symptoms were swelling and redness at the site. The patient was treated with oral antibiotics however the infection persisted. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure.